Manufacturer narrative:
Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent a persistent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and patient suffered an esophageal fistula, stroke, prolonged hospitalization and death. The patient had a stroke, which occurred less than a month after the procedure. An esophageal fistula is suspected, the fibroscopy scheduled for confirmation. On 15-apr-2022, additional event information received indicated the adverse event was discovered post use of biosense webster products. The patient came back to the hospital with fever, convulsion and tachycardia, requiring 2 days of hospitalization before his passing. The patient outcome of the adverse event was death. The patient required extended hospitalization because of the adverse event prior to death. The physician¿s opinion on the cause of this adverse event is that it was not formally known since only a scan was performed to discover the adverse event; it did not allow ability to discover the reason of the adverse event. A smartablate generator was used during persistent atrial fibrillation (afib) ablation procedure. The correct catheter settings were selected on the smartablate generator and the pump was switching from low to high flow during ablation. There was no evidence of char during the procedure. There also was no evidence of blood thrombus/clot during the procedure. On 26-apr-2022, additional information received indicated the date of death was (B)(6) 2022. Additional physician¿s opinion indicated the cause of death was esophageal fistula, but again, not proven by medical expertise. Encephalic death proven, organs retrieval and declaration of death. The visitag module parameters for stability used during the persistent atrial fibrillation (afib) ablation were force over time (fot): 25%, min time: 3 sec with min force: 3g, max distance change: 2.5mm and force time interval (fti): 340 430.

Manufacturer narrative:
It was reported that a male patient underwent a persistent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and patient suffered an esophageal fistula, stroke, prolonged hospitalization and death. The patient had a stroke, which occurred less than a month after the procedure. An esophageal fistula is suspected, the fibroscopy scheduled for confirmation. On 15-apr-2022, additional event information received indicated the adverse event was discovered post use of biosense webster products. The patient came back to the hospital with fever, convulsion and tachycardia, requiring 2 days of hospitalization before his passing. The patient outcome of the adverse event was death. The patient required extended hospitalization because of the adverse event prior to death. Device investigation details: the device investigation has been completed which included a manufacturing record evaluation (mre). The manufacturing record evaluation performed for the finished device with lot number 30694288l identified no internal actions related to the reported complaint condition. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).